Event description:
It has been reported that during a patient use, the device did not function as expected.

Manufacturer narrative:
The device, pads and batteries were returned to the customer's legal counsel following the investigation. Alleged failure could not be recreated during failure analysis. Device functioned to supply therapy as expected per design. The investigation determined that the device had been used with incompatible philips pads, and the review of the device record indicates that these pads were connected to the device for over four months, causing the battery to drain due to continuous warnings for high pads impedance, which led to the device being inoperable during the attempted use. Investigation of the batteries determined that the battery installed in the device upon receipt was good, and the two additional batteries returned separately, one of which was confirmed to be the battery used during an attempted use, were both completely depleted. The pads received tested outside of the expected specifications; however, the pads had been inadvertently placed on the wrong side of the red liner following inspection. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to patient in a critical care event. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring.

Manufacturer narrative:
Updated type of reported complaint back to death.

Manufacturer narrative:
Updated become aware date, health impact grid and patient outcome grid.

Event description:
It has been confirmed the issue was discovered outside of patient use. The device did not function as expected.